Event description:
It was reported that a patient underwent an ent ear, nose & throat procedure on (B)(6)2022 and a fibrin sealant preparation device was used. The luer and attachment broke off when attempting to unscrew prior to use. A new unit was used to complete the case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. What is the lot number? >>lot a4ydf00401. 2. Are there pictures of the damaged device available? >>no. 3. Please clarify which component broke off, the syringe containing the biologics or the dual applicator? >>the broken component was on the syringe containing the biological. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4) additional information: d4 additional information was requested, and the following was obtained: the tip lot used in a4ydf00401 is 2673688 this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4) additional information: d9 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information h3 - investigation summary investigation summary : the following observations were made by inspecting the returned device: the luer neck on the fibrinogen glass syringe is broken. The broken off part was not returned. The syringe cap on the thrombin glass syringe is missing and not returned. There are no apparent manipulation signs on the applicator. Investigation/conclusion: it is apparent that the device was already broken inside the package. Considering that many factors, such as handling in transportation, device storage, device stocking in hospital, as well as the device manufacturing and assembly, can contribute to the device defects, it is impossible to pinpoint the root cause of the device breakage.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the following observations were made by inspecting the returned device: one luer connection on the adapter was broken off and stuck into the female luer connection on the tip manifold. The luer lock is not returned. The thread on the manifold luer connection was stripped off. There are severe tool marks on the remain luer lock, indicating that the luer lock was forcibly manipulated by a hard tool. The remaining luer lock is easy to turn, and the tip was easily to remove. No damage was observed on the thread and inside the remaining luer lock. Investigation/conclusion: the tool marks indicate that the device was forcibly manipulated by a hard tool, most likely in the wrong direction. The resulting high force stripped off the thread on the tip manifold. And the high lateral force caused the breakage of the luer leg on the adapter. However, it is unknown why the user resorted to using a tool to unlock the tip. It is highly probable that the user initially tightened the luer locks instead of loosening them, causing the luer locks to get stuck, leading the user to use a tool to pry off the luer locks. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4) additional information was requested, and the following was obtained: 1. Are they any pictures of the shipping material? Distribution investigation summary: the customer was shipped 18 units over 2 orders. No special / extraordinary events / observations were identified during the receiving, storage, picking, packing, or shipping of the lot and order(s). The following information was requested, but unavailable: 1. Is the delivery or order number of the shipment for the product available? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.